Event description:
It was reported that a prograsp forceps instrument was observed broken. There was no report of patient involvement. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken pitch cable at the distal end. The complaint regarding a broken part of the device was confirmed by failure analysis.